Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2003, left hip prosthesis for coxarthrosis was implanted. A surgical report from medical provided. On (B)(6) 2023 patient fell abruptly while walking without a trauma. Patient had a revision of pth on left femur fracture. Surgical reported disinsertion of external rotator tendons and joint capsule and dislocation with fracture of the shaft distal of the neck. Stem and cup removed without difficulty and no bone loss. There was a successive passage of burs and worn at the level of femur. Doi: (B)(6) 2003; dor: february 13, 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the x-ray evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.